Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set drip chamber. The primary tubing set was being used to deliver normal saline at a rate of 100ml/hr via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of levaquin 500mg/100ml, which is yellow in color, at a rate of 100ml/hr. The primary solution container was lowered below the secondary solution container. It was reported that 5 to 10 mins after the delivery was initiated, the nurse returned to the pt's room and noted that yellow colored solution from the secondary solution container was in the drip chamber of the primary tubing set. It was reported that the nurse then emptied the yellow solution that was in the drip chamber of the primary tubing set back into the secondary solution container. The pump was replaced and the therapy was resumed using the same tubing sets. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated, the device was discarded. (B)(4).